Manufacturer narrative:
Date of event estimated. The reported observation of pain at the ipg site was not confirmed. The root cause of the reported observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ipg pocket site pain. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.